Event description:
It was reported that a pta balloon ruptured during the first inflation prior to reaching rbp. The balloon catheter was difficult to remove through the sheath; therefore, the balloon catheter and the sheath were removed together as a single unit. Another sheath was inserted and a second pta balloon was used to complete the procedure. No pt injury reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.